Event description:
It was reported that an asymptomatic patient had a stored episode of non sustained lead noise via merlin.net. The nonsustained lead noise episode was caused by intermittent oversensing of a signal on the ventricular channel. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.